Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint could not be confirmed, because of the fact that no sample was sent into the service repair shop in (B)(4) for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "on (B)(6) 2021, the setting rate in clinical use was 30ml / h, and the total amount was 250ml. After the scheduled time, the infusion volume was only 50ml."